Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, small bowel obstruction, and adhesions. Post-operative patient treatment included excision of part of mesh into fascial defect, lysis of adhesions, irrigation of wound, and skin closed with staples ((B)(6) 2016).

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, defect through the mesh that caused incarceration of small bowel, small bowel obstruction, abdominal pain, nausea, vomiting, pelvic abscess collection, open wound, small bowel perforation, sepsis, septic shock, serosal tears, bilious and feculent fluid, purulent fluid, swelling, adhesions, large bulging nonreducible mass at incisional site, abdominal tenderness, abdominal pelvis abscess with brownish pus, necrosis, abdomen left open due to edema. Post-operative patient treatment included excision of part of mesh into fascial defect, lysis of adhesions, irrigation of wound, small bowel resection, incision and drainage of abscesses, wound vac, wound washout of small bowel perforation, repair of hernia with mesh, drain placement, open gastrostomy tube placement, skin closed with staples excision of old scar, and removal of necrotic tissue.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Additional information: a2, a4, a5b, b5, b6, b7, d7, e1(facility name, street1, city, region, postal code), e3, g3, g4, g5(510k), h6 patient code: (B)(6) (nonreducible mass at incisional scar) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, infection, pain, defect through the mesh that caused incarceration of small bowel, small bowel obstruction, abdominal pain, nausea, vomiting, pelvic abscess collection, open wound, small bowel perforation, sepsis, septic shock, serosal tears, bilious and feculent fluid, purulent fluid, swelling, adhesions, large bulging nonreducible mass at incisional site, abdominal tenderness, abdominal pelvis abscess with brownish pus, necrosis, e. Coli, enterococcus faecium, acinetobacter baumanii, klebsiella pneumoniae, abdomen left open due to edema. Post-operative patient treatment included excision of part of mesh into fascial defect, lysis of adhesions, irrigation of wound, small bowel resection, incision and drainage of abscesses, wound vac, wound washout of small bowel perforation, repair of hernia with mesh, drain placement, open gastrostomy tube placement, skin closed with staples excision of old scar, and removal of necrotic tissue.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, infection, pain, defect through the mesh that caused incarceration of small bowel, small bowel obstruction, abdominal pain, nausea, vomiting, pelvic abscess collection, open wound, small bowel perforation, sepsis, septic shock, serosal tears, bilious and feculent fluid, purulent fluid, swelling, adhesions, large bulging nonreducible mass at incisional site, abdominal tenderness, abdominal pelvis abscess with brownish pus, necrosis, abdomen left open due to edema. Post-operative patient treatment included excision of part of mesh into fascial defect, lysis of adhesions, irrigation of wound, small bowel resection, incision and drainage of abscesses, wound vac, wound washout of small bowel perforation, repair of hernia with mesh, drain placement, open gastrostomy tube placement, skin closed with staples excision of old scar, and removal of necrotic tissue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, infection, pain, defect through the mesh that caused incarceration of small bowel, small bowel obstruction, abdominal pain, nausea, vomiting, pelvic abscess collection, open wound, small bowel perforation, sepsis, septic shock, serosal tears, bilious and feculent fluid, purulent fluid, swelling, adhesions, large bulging nonreducible mass at incisional site, abdominal tenderness, abdominal pelvis abscess with brownish pus, necrosis, e. Coli, enterococcus faecium, acinetobacter baumanii, klebsiella pneumoniae, abdomen left open due to edema, defective device, suffering, emotional distress, permanent, mental pain, distress, impairment, disability, loss of enjoyment of life, scarring, mesh migration, inflammation, bleeding, peritonitis, paracentesis, respiratory failure, bogota bag, and weight loss. Post-operative patient treatment included excision of part of mesh into fascial defect, lysis of adhesions, irrigation of wound, small bowel resection, incision and drainage of abscesses, wound vac, wound washout of small bowel perforation, repair of hernia with mesh, drain placement, open gastrostomy tube placement, skin closed with staples excision of old scar, CT scan, and removal of necrotic tissue, jp drain, tracheostomy, medication, hospitalization, and rehab. Relevant tests/laboratory data (b6): (B)(6) 2016: op note- CT of the abdomen revealed presence of a hernia with small bowel inside the hernia sac. (B)(6) 2016: microbiology noted wound cultures positive for e. Coli, enterococcus faecium and klebsiella pneumoniae. (B)(6) 2016: CT scan revealed small to moderate collection along the left abdominopelvic region. (B)(6) 2016: wound cultures remained positive for e. Coli, enterococcus faecium and klebsiella pneumoniae. (B)(6) 2016: (B)(6) 2016: wound cultures were positive for acinetobacter baumanii and enterococcus faecium.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, infection, pain, defect through the mesh that caused incarceration of small bowel, small bowel obstruction, abdominal pain, nausea, vomiting, pelvic abscess collection, open wound, small bowel perforation, sepsis, septic shock, serosal tears, bilious and feculent fluid, purulent fluid, swelling, adhesions, large bulging nonreducible mass at incisional site, abdominal tenderness, abdominal pelvis abscess with brownish pus, necrosis, e. Coli, enterococcus faecium, acinetobacter baumanii, klebsiella pneumoniae, abdomen left open due to edema, defective device, suffering, emotional distress, permanent, mental pain, distress, impairment, disability, loss of enjoyment of life, scarring, and mesh migration. Post-operative patient treatment included excision of part of mesh into fascial defect, lysis of adhesions, irrigation of wound, small bowel resection, incision and drainage of abscesses, wound vac, wound washout of small bowel perforation, repair of hernia with mesh, drain placement, open gastrostomy tube placement, skin closed with staples excision of old scar, CT scan, and removal of necrotic tissue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.